Manufacturer narrative:
On 5/20/2022 - we were informed of a patient who took a capsocam and a given pillcam at the same time, both were reported as stuck. Frm-0089 capsule incident questionnaire was sent to the customer for more information regarding the retention. From investigation, the patient had 2 procedures done, one with our capsule a03gp6.726 and one with pillcam. Based on the information from frm-0089, the patient has a pre-existing condition, nsaid enteropathy with multiple ulcerated strictures <1cm in the ileum diagnosed by the pillcam, which may have caused or contributed to the capsule retention. The capsule did not pass in 3 days, but the capsocam was visible at the pelvic rim in the small bowel on (B)(6) 2022, one month later a CT scan of the abdomen and pelvic showed the capsocam and pillcam were stuck in the small bowel on (B)(6) 2022.

Event description:
On 5/20/2022 - we were informed of a patient who took a capsocam and a given pillcam at the same time, both were reported as stuck. Frm-0089 capsule incident questionnaire was sent to the customer for more information regarding the retention. From investigation, the patient had 2 procedures done, one with our capsule a03gp6.726 and one with pillcam. Based on the information from frm-0089, the patient has a pre-existing condition, nsaid enteropathy with multiple ulcerated strictures <1cm in the ileum diagnosed by the pillcam, which may have caused or contributed to the capsule retention. The capsule did not pass in 3 days, but the capsocam was visible at the pelvic rim in the small bowel on (B)(6) 2022, one month later a CT scan of the abdomen and pelvic showed the capsocam and pillcam were stuck in the small bowel on (B)(6) 2022.